Event description:
It was reported that the customer's insulin was suspending on its own. The customer's blood glucose was 385 mg/dl. The customer was able to treat her blood glucose. Advised customer that the insulin pump does not suspend on its own. Upon checking the alarm history of the insulin pump, the customer stated that she had received a no delivery alarm and low reservoir alert. The customer stated that she did not remember when the pump alarmed no delivery. The customer stated that she did not hear any alarms. Troubleshooting was done. Advised customer to monitor the insulin pump and call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.